Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient's care taker was changed (not further specified). On an unknown date, the patient "visited the hospital for follow-up"; however, it was also reported the patient was not hospitalized. The patient was treated with injection amikacin (dose, route, frequency, and duration not reported) and injection reflin (dose, route, frequency, and duration not reported) for peritonitis. Treatment was ongoing. Action taken with dianeal therapy and patient recovery status were not reported. It was not reported if the patient or caretaker were retrained on proper aseptic technique. No additional information is available.